Event description:
Pt has been using ocusert for 20 yrs and noticed the difference when using new ones. Pt went to see her opthalmalogist and it was noted that the rim is not as heavy and they twist together. They get stuck in pts eyes twisted. Pt contacted MFR and was told MFR sold to another co and that no changes have been made in the ocusert.